Manufacturer narrative:
Follow-up #1: date of submission 13-mar-2019 device evaluation: the device has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: during investigation, the black black box and basal record history indicate the user was running - 50% temp basal programs prior to 7/29/2018. The pump passed all required testing for delivery accuracy , black box and pump history show no evidence of delivery malfunction. A review of the total daily dose and basal record history found that the pump delivered the full programmed amount for 7/29/2018. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 1400mg/dl, with nausea, abdominal pain, extreme drowsiness, polydipsia, and large ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained hospitalized at the time of the allegation, and was treated with insulin via injection and intravenous fluids. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The bolus totals had a greater than five percent difference. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.